Event description:
It was reported that after receiving a new implantable neurostimulator (ins), the patient stated that it felt like stimulation was being interrupted every few seconds. It was also reported stimulation ¿disappeared¿ two to three times per hour. Impedances were measured and found no abnormalities. The intermittent stimulation was not due to changing positions. It was noted that the stimulation changes startled the patient, but no other patient symptoms were reported. The stimulation issue was not resolved, but the patient¿s physician did not think there was a device anomaly or that the issue was a ¿big problem.¿

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).